Event description:
The customer reported an altitude alarm on their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to clean the speaker holes, reconnect the cartridge, and wait before resuming insulin, but the issue persisted. The customer was advised to load a new cartridge, but the alarm recurred. Technical support then recommended waiting two hours to allow any moisture to evaporate and planned a follow-up. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.